Manufacturer narrative:
A visual examination of the guidewire revealed that the jacket (ptfe) was damaged and peeled along the wire; and the distal tip was kinked. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure. Procedure date is unknown. According to the complainant, during the procedure, it was observed on the endoscopic image that there was a scratch on the guidewire. When the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Correction: it was reported that a dreamwire guidewire was used during the procedure, not a hydra jagwire guidewire.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure. Procedure date is unknown. According to the complainant, during the procedure, it was observed on the endoscopic image that there was a scratch on the guidewire. When the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.